Event description:
It is reported that the patient is experiencing pain, swelling, clicking and a popping noise.

Manufacturer narrative:
Evaluation summary: review of the primary operative notes does not indicate root cause. Range of motion with trial implants was reported to be 0-139 degrees with excellent stability. It is unknown if the cement was allowed to cure with the knee in full extension or if excess cement was removed. Radiographs were not provided, therefore; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.